Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed a dim lamp. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely cause could not be identified as the device was not returned for investigation. It was confirmed that the device was shipped in accordance with the specification. The root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that at the beginning of a diagnostic cystoscopy, the video system center displayed a dim light before brightening again. As a result, the procedure was delayed initially, then ultimately canceled, and rescheduled at a different location. It was reported that the same device was used at a different location to complete the procedure.